Event description:
At the cardiologist, (B)(6), md, vital track model: u80eh, sn: (B)(6). The systolic was 41 points higher than the cardiologist, and the diastolic was 11 points higher than the cardiologist; therefore, my blood pressure medication has been raised to 320mg of valsartan and added 5mg amlodipine besylate in order to control my blood pressure. The vital track monitor was advertised with a 10 year warranty and never needed to be calibrated according to their advertisement. I have reported the problem, and they will not respond by phone or by email. This product should be taken of the market cause it's no good. It's garbage. Thank you for hearing me out, but please don't let anyone else pay $150.00 for junk. Again, thank you, (B)(6).